Event description:
Vitalitec greyhound adjustable spring clip, placed on the right internal mammary artery, broke and came loose during heart bypass surgery. The patient was put at risk, getting a rhythm back unexpectedly in the middle of surgery causing the surgeon to stop working, put the patient at risk to give more cardioplegia, and put his hand in the chest behind the heart where some work had already been completed. Procedure completed successfully.